Event description:
Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycemia during using novopen 4(hyperglycemia)" with an unspecified onset date, "piston rod did not move(device component malfunction)" with an unspecified onset date, and concerned a 68 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human) from unknown start date and ongoing for "diabetes mellitus", , actrapid penfill (insulin human) from unknown start date and ongoing for "diabetes". Investigational results: novopen 4, batch number: dug0902 : the product was not returned for examination. If possible, please forward the reported product(s) for further investigations novopen 4, batch number: jvgv046 : the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Mixtard 30 penfill 3 ml 100iu/ml batch no mr7df73 -the product was not returned for examination. Actrapid penfill 3 ml 100iu/ml, batch number: lr7af52. The product was not returned for examination. Batch numbers: novopen 4: dug0902 . Novopen 4: jvgv046. Mixtard 30 hm penfill: mr7df73 . Actrapid penfill: lr7af52 . Since last submission the case has been updated with the following: suspect novopen 4 with batch jvgv046 was added. Investigation results and imdrf codes was added for novopen 4. Relevant fields updated in EU/ca tab. Investigation results was added for actrapid and mixtard. Narrative was updated accordingly. References included: reference type: e2b linked report. Reference ID#: eg-novoprod-1008793. Reference notes: same patient and reporter. Reference type: e2b company number. Reference ID#: eg-novoprod-1008913. Reference type: e2b linked report. Reference ID#: eg-novoprod-1011466. Reference notes: identifiable reported. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2023-00011. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 08-mar-2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard penfill and actrapid penfill. H3 continued: evaluation summary: novopen 4, batch number: dug0902 the product was not returned for examination. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia during using novopen 4 [hyperglycaemia]. Piston rod did not move [device malfunction]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycemia during using novopen 4(hyperglycemia)" with an unspecified onset date, "piston rod did not move(device component malfunction)" with an unspecified onset date, and concerned a 68 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "diabetes mellitus", , mixtard 30 hm penfill (insulin human) (dose, frequency & route used- 70 iu, qd(45 u morning , 25 u at night), subcutaneous) from unknown start date and ongoing for "diabetes mellitus", , actrapid penfill (insulin human) (dose, frequency & route used-25 iu, qd (lunch), subcutaneous) from unknown start date and ongoing for "diabetes", current condition: diabetic (type of diabetes unknown, diabetic from 40 years), hypertension, chest allergy, smoking. Concomitant products included - concor(bisoprolol fumarate), zyrtec [cetirizine hydrochloride](cetirizine hydrochloride). On an unknown date, the piston rod did not move and patient suffered from hyperglycemia during use of novopen 4. On an unknown date patient was hospitalized due to hyperglycemia. It was reported that hyperglycemia occur due to uncontrolled diet and mentioned that blood glucose level was controlled by using actrapid batch numbers: novopen 4: dug0902, mixtard 30 hm penfill: mr7df73, actrapid penfill: lr7af52. The outcome for the event "hyperglycemia during using novopen 4(hyperglycemia)" was recovered. The outcome for the event "piston rod did not move(device component malfunction)" was not reported. References included: reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient and reporter.